Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates it was reported by the patient on (B)(6) 2024 that the infusion set fell of during use. No further information available.